Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 213 mg/dl. Customer did recall significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Intermittent button response on act button due to corroded keypad traces. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir window, missing end cap sticker and stained address and serial number label. No unexpected button error alarms noted.